Manufacturer narrative:
The field service engineer performed preventative maintenance by changing seals and pinch valve tubing and cleaning the probe wash station. They ran performance and precision testing which passed. The customer ran calibration and qc within acceptable ranges. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys estradiol iii assay result for one patient sample with a cobas e 411 immunoassay analyzer. The initial result was 793.9 pg/ml. The repeated result was >3000 pg/ml with a data flag. The second repeated result performed on dilution was 4130 pg/ml with a data flag. The questionable result was reported outside of the laboratory and questioned by the nurse. The repeated result was deemed correct. The reagent lot number 566726. The expiration date was requested but not provided.

Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and no abnormalities were found. The investigation did not identify a product problem. The cause of the event could not be determined.